Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm and had no button response due to moisture damage on keypad traces. Unable to perform displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose level was 88 mg/dl. Currently does not recall any significant event that may have cause the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.